Event description:
Same case as MDR # 2134265-2011-03493. It was reported that during a stenting treatment procedure a balloon rupture occurred. The 80% stenosed lesion being treated was located in the proximal right coronary artery. The physician advanced a runway guide catheter and a non-bsc guide wire. He then advanced a 2.5x20mm maverick balloon catheter to the target lesion. Using a non-bsc inflator, the balloon reached 10atms and ruptured. The device was successfully removed and another 2.50x20mm maverick balloon was inflated in the lesion. A 3.5x28mm liberte stent was then implanted in the lesion. The physician exchanged the guide catheter and a 3.0x20mm maverick balloon catheter was advanced to the lesion; however, using a non-bsc inflator, the balloon reached 12atms and ruptured. The device was removed from the patient and then a 3.0x20mm maverick balloon catheter was advanced to the lesion and inflated. Two liberte stents, sizes 3.50x20mm and 3.50x28mm, were successfully implanted in the lesion to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR # 2134265-2011-03493. It was reported that during a stenting treatment procedure a balloon rupture occurred. The 80% stenosed lesion being treated was located in the proximal right coronary artery. The physician advanced a runway guide catheter and a non-bsc guide wire. He then advanced a 2.5x20mm maverick balloon catheter to the target lesion. Using a non-bsc inflator, the balloon reached 10atms and ruptured. The device was successfully removed and another 2.50x20mm maverick balloon was inflated in the lesion. A 3.5x28mm liberte stent was then implanted in the lesion. The physician exchanged the guide catheter and a 3.0x20mm maverick balloon catheter was advanced to the lesion; however, using a non-bsc inflator, the balloon reached 12atms and ruptured. The device was removed from the patient and then a 3.0x20mm maverick balloon catheter was advanced to the lesion and inflated. Two liberte stents, sizes 3.50x20mm and 3.50x28mm, were successfully implanted in the lesion to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the balloon could not identify any tears or pinholes in the balloon material. The balloon was inflated, using an encore inflation device, to its rated burst pressure of 14 atmospheres with no leaks noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as the returned device review showed no evidence of either the alleged issue or any defect which could have contributed to the event. (B)(4).